Manufacturer narrative:
It was reported that a saber balloon catheter ruptured. Therefore the balloon was replaced with a new saber balloon catheter which was inflated to 14 atm and the procedure was completed successfully. There was no reported patient injury. A non-cordis 6f sheath introducer was inserted. Two smart stents (6*15 and 6*8) were implanted and a saber was inserted for a post-dilatation. However it ruptured at 8 atmosphere (atm). The target lesion was unknown. The patient¿s vessel level of tortuousness and calcification was unknown. The rate of stenosis was unknown. The device prep normally. There were no difficulties removing the product from the hoop, the protective balloon cover, the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The product was removed intact (in one piece) from the patient. The product was clinically used and will not be returned for analysis. No other information was provided. The device was not returned for analysis. A device history record (DHR) review of lot 17573720 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp (peripheral)¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Based on the limited information provided, vessel characteristics (although unknown) may have contributed to the reported event. According to the instructions for use (IFU), ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.

Event description:
It was reported that a saber balloon catheter ruptured. Therefore the balloon was replaced with a new saber balloon catheter which was inflated to 14 atm and the procedure was completed successfully. There was no reported patient injury. A non-cordis 6f sheath introducer was inserted. Two smart stents (6*15 and 6*8) were implanted and a saber was inserted for a post-dilatation. However it ruptured at 8 atmosphere (atm). The target lesion was unknown. The patient¿s vessel level of tortuousness and calcification was unknown. The rate of stenosis was unknown. The device prep normally. There were no difficulties removing the product from the hoop, the protective balloon cover, the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The product was removed intact (in one piece) from the patient. The product was clinically used and will not be returned for analysis. No other information was provided.